Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using the delflex 2.5% low calcium dialysate solution and had peritonitis, sepsis, severe pain in an unknown location, fever, lethargy, severe abdominal pain, cardiac issues, and septic shock. Medical records were received which confirmed the patient was hospitalized. A peritoneal effluent fluid culture and cell count were obtained, and the cell count revealed an elevated wbc count of 2778 u/l on (B)(6) 2021, and 4217 u/l on (B)(6) 2021. Additionally, the patient¿s peritoneal effluent cultures returned positive for pseudomonas and the patient was treated with intraperitoneal (ip) antibiotics and fluids (specifics not provided). Although the hospital course is largely unknown, the records indicate the patient spent ¿several days¿ in the intensive care unit (ICU) due to hypotension and was transitioned from pd to hemodialysis (hd) for rrt. Although the critical status of the patient was downgraded on (B)(6) 2021, the patient¿s condition continued to deteriorate. On (B)(6) 2021, the patient became acutely hypotensive and bradycardic (specifics not provided) overnight and suffered a cardiac arrest on (B)(6) 2021 at 7:20 am. The patient underwent two rounds of cardiopulmonary resuscitation (including intubation) and was successfully revived. However, at 7:45 am the patient suffered a second cardiac arrest and did not survive. The cause of death was reported as septic shock due to severe sepsis, hypovolemia, and cardiac tamponade. An adverse event report was received by the pharmacovigilance department at the baxter healthcare corporation, in which your product fresenius's 2.5% low calcium solution was listed as a suspect drug. In accordance with the code of federal regulation title 21, sec. 314.80 guidelines for post-marketing reporting of adverse drug experiences, we are forwarding the available information to you. Adverse events: peritonitis, sepsis, severe pain in an unknown location, fever, lethargy, severe abdominal pain, cardiac issues, septic shock.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing 2.5% delflex dialysate, and the serious adverse event of peritonitis, characterized by severe abdominal pain, which warranted hospitalization and antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, when the event was reported, there was no allegation or indication a fresenius device(s) and/or product(s) was involved. It is well established those individuals undergoing pd for rrt are at high risk for infections of the peritoneum. While hospitalized, the patient¿s condition continued to deteriorate, which required a transition to hd on approximately (B)(6) 2021. Due to this transition of modality, no temporal relationship can exist between the patient¿s use of delflex and her subsequent diagnosis of sepsis, progressing to septic shock, cardiac arrest and eventual death, as the patient was no longer undergoing pd therapy for rrt. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was using the delflex 2.5% low calcium dialysate solution and had peritonitis, sepsis, severe pain in an unknown location, fever, lethargy, severe abdominal pain, cardiac issues, and septic shock. Medical records were received which confirmed the patient was hospitalized. A peritoneal effluent fluid culture and cell count were obtained, and the cell count revealed an elevated wbc count of 2778 u/l on (B)(6) 2021, and 4217 u/l on (B)(6) 2021. Additionally, the patient¿s peritoneal effluent cultures returned positive for pseudomonas and the patient was treated with intraperitoneal (ip) antibiotics and fluids (specifics not provided). Although the hospital course is largely unknown, the records indicate the patient spent ¿several days¿ in the intensive care unit (ICU) due to hypotension and was transitioned from pd to hemodialysis (hd) for rrt. Although the critical status of the patient was downgraded on (B)(6) 2021, the patient¿s condition continued to deteriorate. On (B)(6) 2021, the patient became acutely hypotensive and bradycardic (specifics not provided) overnight and suffered a cardiac arrest on (B)(6) 2021 at 7:20 am. The patient underwent two rounds of cardiopulmonary resuscitation (including intubation) and was successfully revived. However, at 7:45 am the patient suffered a second cardiac arrest and did not survive. The cause of death was reported as septic shock due to severe sepsis, hypovolemia, and cardiac tamponade. An adverse event report was received by the pharmacovigilance department at the baxter healthcare corporation, in which your product fresenius's 2.5% low calcium solution was listed as a suspect drug. In accordance with the code of federal regulation title 21, sec. 314.80 guidelines for post-marketing reporting of adverse drug experiences, we are forwarding the available information to you. Adverse events: peritonitis, sepsis, severe pain in an unknown location, fever, lethargy, severe abdominal pain, cardiac issues, septic shock